Event description:
It was reported that, far field p-wave oversensing was noted on the right ventricular (rv) lead. Rv lead damage was suspected but this has not been confirmed. No intervention has been performed. The patient was stable.